Event description:
The stoma stent graft split in half and the inner flange and half of the trach went into the pt's trachea, obstructing the airway. The inner flange had to be removed by a physician.